Manufacturer narrative:
On 12-oct-2020, the mentor failure analysis lab received the device for evaluation. On 26-oct-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced implant malposition. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral malposition of breast prostheses. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 350cc gel breast prostheses that both migrated after implantation. Bilateral malposition of the devices was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memoryshape breast implant 390cc gel breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.